Event description:
The following has been reported: biomed reported: "ticket stated "needs service " cleaned and ran infusion pump test. No alarms. Patient status unknown." Pump serial number was reported to us (B)(6). A preliminary review of the logs identified the following issue: pump ceases operation due to sw error. (Fresenius kabi has been able to identify the issue as a communication failure between application and flow processors resulting in a fail stop alarm) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due to a software defect, there was a communication failure between the application and flow processors that resulted in a fail stop alarm. The lvp will enter a fail stop alarm and will need to be power-cycled to continue use. While it has not been reproduced, the defect in the code has been identified and an internal investigation has been created.